Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 44 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include feeling very dizzy, disoriented, and fainting. The patient reported hitting their head when they fainted. The patient was treated with sugar water and tylenol. The patient was released the same day. The pod was worn when seeking medical attention.